Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold reciprocating file primary 25mm file broke during use. The broken part was not retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
The investigation results for this complaint are: returned 2 sealed files and 1 broken file lot 0000450499. Checked under microscope and found no manufacturing defects or marks. The loose file was broken at 9mm from the handle. The 2 sealed files were measured using opt (B)(4) (calibration date 2/25/20264) and passed all attributes checked (wire size, d3, and d9), see attached inspection form. Returned sealed product meets specification. Engineering reviewed the broken file and found no irregularities that would have caused the breakage therefore no further testing is recommended at this time. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.